Event description:
The patient will be revised due to screw fracture and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirms the reported material fractures. The fractured portions were not returned for examination. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The fractured screw was examined using scanning electron microscopy (sem) by a depuy metallurgy scientist. It showed evidence of overload feature due to excessive torsional forces. The screws were loaded beyond to material limit and fractured by overload. No manufacturing or material defects were observed that could have contributed to the fracture. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.